Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of a bi pouch prior to running a load. The worker did not seek medical attention and the symptoms resolved within one day.